Event description:
Nurse called to report that the customer is in the hospital due to no delivery alarms the last few days. The customer is hospitalized due to diabetic ketoacidosis. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.